Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 13-jun-2021. The device evaluation was completed on 23-jul-2021. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. During a cardiac ablation procedure, at the time of puncture, when the guide wire was going to be inserted, the hemostatic valve of the carto vizigo sheath become broken. No blood return was observed. The product was replaced with an agilis sheath, and the procedure was successfully completed without patient consequences. Device evaluation details: visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the carto vizigo¿ 8.5f bi-directional guiding sheath. Microscopic examination of the hemostatic valve surface showed evidence of stress marks on the outer diameter. Previously, it was reported that during a visual analysis, the brim cap was observed to be detached. However, after performing a microscopic analysis, the brim cap and the silicone ring were found in good condition as they were placed in the correct position. A device history record (DHR) evaluation was performed for the finished device [00001491] number, and no internal actions related to the reported complaint condition were identified. Based on the DHR, the h4. Device manufacture date has been updated. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of quality process all devices are manufactured, inspected, and released to approved specifications. Due the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the biosense webster inc. Product analysis lab received the complaint device for evaluation. Visual analysis observed the brim cap was detached and this issue is considered to be an MDR reportable malfunction. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. During a cardiac ablation procedure, at the time of puncture, when the guide wire was going to be inserted, the hemostatic valve of the carto vizigo sheath become broken. No blood return was observed. The product was replaced with an agilis sheath, and the procedure was successfully completed without patient consequences. With the information available, this was conservatively assessed as a MDR reportable hemostatic valve separation issue.